Event description:
A customer reported an altitude alarm 21 on the pump. Customer's blood glucose level was not impacted. Technical support provided tips to prevent future altitude alarms, and the customer replaced the cartridge to resolve the issue. Subsequently, the pump resumed normal operation.